Manufacturer narrative:
Investigation conclusion: the customer¿s report that there were defective pcu (8015) keypads resulting in the devices not turning on was confirmed on 2 out of the 4 returned keypads. Previous cad failure investigations have identified this issue to be associated with fluid entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. There was no patient involvement (npi). Device inspection: external and internal inspection were performed on (qty 4 printec p/n¿s tc10013664 and tc10012515). During external inspection, the keypads were observed to be in good condition with no issues observed. During internal inspection, 3 of the 4 front case/keypad assemblies (s/n¿s (B)(4)) were observed with sign of contamination where the flex cable meets the circuit layer and broken flex cable traces. 1 of the 4 front case/keypad assemblies (s/n (B)(4)) only had a sign of contamination along the circuit layer. Root cause analysis: the proximate cause of the customer¿s report of defective pcu (8015) keypads resulting in the devices not turning on is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. The root cause of the customer¿s report of defective pcu (8015) keypads resulting in devices not turning on was not identified on one of the four received devices. Device history review: review of the pcu module (B)(4) service history record showed the device had a manufacture date of 08may2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 22oct2020 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only front case keypad assemblies was provided for the investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. The issues were noted prior to patient use.